Event description:
It was reported by the user site that prior to a selenia dimensions mammography systems, 3d procedure, the c-arm was shaking during the tomography sweep as the c-arm rotated to the right. No user injury was reported. Hologic field service engineers (fse) were dispatched in order to assess the device. The fses reported a broken screw within the vertical travel assembly, while another screw was broken during tightness verification. The fses replaced the vertical travel assembly and compression motor of the device. The fses calibrated the device and reported that the shaking issue had ceased. The fses verified that the system is now operating according to manufacturer specifications. No further information is currently available.